Manufacturer narrative:
(B)(4). Lens was received inside a plastic bag. The result of diopter inspection was found within the production order specifications of 22.5. The lens was inspected by a quality technician under a microscope at 10x magnification. The lens had surface residuals adhered to both sides of the optic body compatible with handling a lens in an unsterile environment (after it was explanted from the patient's eye). Also the lens had both broken haptics and scratches on the optic. The lens condition observed may be related to the stress of the handling of the lens during insertion, cutting, and removal process. Prior to release to market the lens met all manufacturing specifications. The manufacturer record review shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.

Event description:
It is reported by the patient that he was having lens problems with the left eye and changed glasses a dozen times. The lens was implanted on (B)(6) 2007 and later explanted and replaced with a competitor's lens. The patient had the lens in his possession and stated that the back of the lens felt like a 'brillo pad'. He would like to return the lens to abbott medical abbotts (amo) for evaluation. The patient said that he is very happy with the competitor's lens.